Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's recharger was getting "very hot while recharging", to the point that the patient felt like it was burning them. The patient confirmed that the recharger was not leaving burn marks on their skin. The cord going into the recharger paddle and the relay box were getting extremely warm. The recharger would have left burn marks, but they pulled the recharger off of their body when they noticed the recharger was getting hot. The patient reported they were numb in the area that they place the paddle, but patient services was under the impression that this was unrelated to the implantable neurostimulator (ins). They also were seeing a "call the manufacturer" screen which said "cannot recharge, call the manufacturer immediately". The controller kept saying the recharger was in the wrong location and the recharger was getting "really bad". The recharger doesn't work right now to charge the ins because of these issues. A replacement device was requested.